Event description:
It was reported that the pulse generator exhibited a connector anomaly. After multiple attempts, the lead could be connected to the connector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.